Manufacturer narrative:
The investigation determined that a lower than expected vitros phyt result was obtained from a vitros tdm control on a vitros 5600 integrated system. A definitive root cause for the event could not be determined. Since the issue was resolved with a new calibration event, an issue with a sub-optimal calibration cannot be ruled out as a contributing factor. There was no indication that a phyt reagent or the vitros 5600 integrated system malfunctioned. However, a reagent issue or an instrument issue could not be entirely ruled out as contributing factors.

Event description:
A customer obtained a lower than expected vitros phenytoin (phyt) result from a vitros tdm control using vitros chemistry products phyt reagent on a vitros 5600 integrated system. Vitros phyt result 21.6 ug/ml versus expected 27.4 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).